Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device had no flow, water did not circulate in pads.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device had no flow, water did not circulate in pads. Per follow up information received via email on 31jan2023, it was just an adjustment issue with the water flow. By adjusting the bypass screw the technical the issue was solved. Flow rate at the recommended level.